Event description:
It was reported that a large volume basal/bolus infusor had an underinfusion. This occurred during patient infusion of an unknown drug. There was patient involvement; however, there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.